Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range shock impedance measurements. The device was reprogrammed and remains in service. There were no adverse patient effects reported.